Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer (fse) found that drawer 5.1 slide rails were functioning normally. Drawer 5.2 had faulty slide rails with missing ball bearings, so the drawer assembly was replaced. The system was tested using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 stuck closed and there was flap broken from drawer and placed on top of device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.